Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding "). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain had not resolved and the menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain/ pelvic area") in an adult female patient who had essure (batch no. 664356 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: tramadol and codeine. Past adverse reactions to the above products included rash with tramadol; and urticaria with codeine. Concurrent conditions included endometriosis and pneumonia since 2014. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menstrual disorder, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 9-aug-2018: pfs received. Events added: depression and mental anguish. Concomitant drug was added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in an adult female patient who had essure (batch no. 664356 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: tramadol and codeine. Past adverse reactions to the above products included rash with tramadol; and urticaria with codeine. Concurrent conditions included endometriosis and pneumonia since 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menstrual disorder, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed essure device was successfully ooccluded. Pregnancy test urine - on (B)(6) 2011: negative . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality department mentioned that the reported lot number 664356 was invalid. FDA codes were added. No follow-up ptc investigation will be provided incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in an adult female patient who had essure (batch no. 664356) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: tramadol and codeine. Past adverse reactions to the above products included rash with tramadol; and urticaria with codeine. Concurrent conditions included endometriosis and pneumonia since 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a hysterectomy (uterus and cervix removed)). Essure was removed on 12-feb-2016. At the time of the report, the pelvic pain had not resolved and the menstrual disorder, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 28-apr-2011: confirmed essure device was successfully ooccluded pregnancy test urine - on 4-feb-2011: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on 27-mar-2018: pfs received. Events added- abnormal bleeding (vaginal, menorrhagia). Lab data and concomitant disease added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in an adult female patient who had essure (batch no. 664356) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: tramadol and codeine. Past adverse reactions to the above products included rash with tramadol; and urticaria with codeine. Concurrent conditions included endometriosis and pneumonia since 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menstrual disorder, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet was received and the following information was provided: pelvic pain decreased shortly after removal. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain/ pelvic area") in a 37-year-old female patient who had essure (batch no. 664356 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: tramadol and codeine. Past adverse reactions to the above products included rash with tramadol; and urticaria with codeine. Concurrent conditions included endometriosis and pneumonia since 2014. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 28 days after insertion of essure. On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (underwent a hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the menstrual disorder, menorrhagia and vaginal haemorrhage had resolved and the depression, anxiety, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirmed essure device was successfully ooccluded. Pregnancy test urine - on (B)(6) 2011: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 16-nov-2018: plaintiff fact sheet was received events added from pfs- dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), abdominal pain, low back pain. Events onset date were added. Events outcome were updated. Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain/ pelvic area') in a 37-year-old female patient who had essure (batch no: 664356 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: tramadol and codeine. Past adverse reactions to the above products included rash with tramadol; and urticaria with codeine. Concurrent conditions included pneumonia since 2014 and endometriosis. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 28 days after insertion of essure. On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (underwent a hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the menstrual disorder, menorrhagia and vaginal haemorrhage had resolved and the depression, anxiety, dyspareunia, dysmenorrhoea and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: results: confirmed essure device was successfully ooccluded. Pregnancy test urine: on (B)(6) 2011: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet was received events added from psych injury. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain/ pelvic area') in a 37-year-old female patient who had essure (batch no. 664356 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: tramadol and codeine. Past adverse reactions to the above products included rash with tramadol; and urticaria with codeine. Concurrent conditions included pneumonia since 2014 and endometriosis. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 28 days after insertion of essure. On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (underwent a hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstrual disorder, menorrhagia, vaginal haemorrhage, abdominal pain, back pain and genital haemorrhage had resolved and the depression, anxiety, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirmed essure device was successfully ooccluded. Pregnancy test urine - on (B)(6) 2011: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for pain and bleeding added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain/ pelvic area') in a 37-year-old female patient who had essure (batch no. 664356-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: tramadol and codeine. Past adverse reactions to the above products included rash with tramadol; and urticaria with codeine. Concurrent conditions included pneumonia since 2014 and endometriosis. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In february 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 28 days after insertion of essure. On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (underwent a hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstrual disorder, menorrhagia, vaginal haemorrhage, abdominal pain, back pain and genital haemorrhage had resolved and the depression, anxiety, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirmed essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2011: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot # 664356 is notvalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.